Manufacturer narrative:
Product analysis conclusion: a type ib endoleak was confirmed on the films provided; however the cause of the event could not be determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy and earlier post-implant films were not provided for comparison. It is most likely that disease progression, as noted by the physician, with iliac aneurysm morphology changes since implantation were a factor in the reported type ib endoleak. Analysis of the returned film did not reveal any out of specification stent graft integrity issues. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii limb stent graft was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a follow up CT , disease progression and a type ib endoleak of the right common iliac artery was found.  The patient had a coil embolization treatment performed , with no issues. The physician plans to implant a limb extension at a later date. Per physician the cause was due to disease progression. No additional clinical sequelae were reported and the patient will be monitored.